Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument exhibited resistance to movement and had broken or damaged cables. There was no injury to the patient, and the issue was resolved by replacing the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found the primary finding of function test failure-imprecise movement to be related to the customer reported complaint. The instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion in the pitch direction, the grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to functional issues with the grip tips, causing imprecise motion on the instrument grip tips.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the fenestrated bipolar forceps instrument would not articulate properly. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument exhibited resistance to movement and had broken or damaged cables. There was no injury to the patient, and the issue was resolved by replacing the instrument.